Event description:
Additional information was received from the physician which indicated that the migration was first observed on (B)(6) 2012. The surgeon was also contacted and stated that the suture used during the vns generator implant was absorbable. Manufacturer labeling recommends non-absorbable suture to be used to attach the generator to the fascia.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed wrong date. Event date is (B)(6) 2012.

Event description:
It was reported that the patient lost weight and the vns generator slipped in the pocket. The patient underwent surgery and the surgeon repositioned and sutured the vns generator higher in the pocket.